Manufacturer narrative:
Bolt came out of the caster. The caster rotated and caused the client to fall from the chair. The client bumped their head and had medical treatment. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Bolt came out of the caster. The caster rotated and caused the client to fall from the chair. The client bumped their head and had medical treatment. The action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).